Event description:
The MFR's rep reported that the pt presented to the emergency room with "overdose symptoms". The hcp had wanted to turn off the pump to make sure that the pump was not contributing to the pt's problems. Specific symptoms were not reported. The pt had severe lung disease in addition to "other problems" the pump was turned off for two days and then turned on again and the pt was "doing fine". It is unk what treatment was provided to the pt or if device troubleshooting was performed. The pt was visiting from another area and no identifiers were provided; further follow-up is not possible.